Event description:
It was reported the patient was admitted to the emergency room (ER) on the evening of (B)(6) 2014. A dye study was planned for (B)(6) 2014 in order to determine the potential cause. The pump was implanted on (B)(6) 2014. The procedure went very smoothly with the only small time delay being detaching the old pump from the catheter. The new pump was attached to the existing catheter. The connection was verified as being good and aspiration of the existing catheter volume went perfectly. The pump was then placed in to the pocket with sutures and then closed. It was stated that the patient experienced withdrawal on (B)(6) 2014, but did not alert anyone until checking into the ER. The pump was interrogated and did not yield any errors or motor stalls and had been pumping drug at its desired simple continuous rate. Additional information received reported that the patient was going into a catheter revision case on (B)(6) 2014. The patient¿s withdrawal symptoms included flu-like symptoms (sore throat and chills). The drug was not making its way through the catheter due to leaking within the pump pocket. It was noted the pump was operating correctly. The dye study showed the catheter and pump were properly connected with the physician able to aspirate the catheter volume and cerebral spinal fluid (csf). Once the catheter was found to be working properly, the physician began to push preservative free dye through the catheter access port (cap). The dye began to cloud directly at the connection between the pump and the sutureless catheter connector. The event was due to a bad connection between the pump and the sutureless connector. The connector was replaced which corrected the problem. The location of the catheter issue was the connection of the catheter to the pump. The patient¿s withdrawal symptoms were due to the lack of drug being administered into the intrathecal space. The patient was doing great and was receiving effective therapy. A follow-up report will be submitted if more information becomes available. The pump was infusing morphine (infumorph).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter ((B)(4)) found there was a possible poor connection of the sutureless catheter connector to the pump; causing a leak or detachment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.